Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2012 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. Acist's medical advisory board members reviewed the information and a copy of the cine-angiogram provided by the hospital of the event. There appears to be a 2.5mm diameter air bubble injected on the last coronary injection, but it exited to the aorta, not the coronary. Although the source of air is unknown, a "y" connector was in place; air on the last injection suggests the "y" connector as the source of the air. Per the hospital's report, the pt had chest pain but no ECG changes or hypotension. There is no evidence of device malfunction based on the results of the injector testing. Based on review of the cine-angiogram, the possible source of the air was the "y" connector. Additional applications training was performed on (B)(4) 2012. Acist's risk management has appropriate risk mitigation's in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. This report is closed.

Event description:
User facility reported during a left heart catheterization, air was injected into a pt. The pt experienced chest pain for a duration of 2 - 3 minutes. No other clinical symptoms were reported. The pt's condition during and after the event was stable. The pt's condition was monitored. (B)(4).